Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic torn with one haptic and a piece of the optic torn off and missing. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
Additional information received indicates the following: lens injection required more force than usual. The force of injection tore zonules on the temporal side of the eye. The lens was removed and patient was left aphakic and referred to a retinal doctor.

Event description:
It was reported that the injector was "stiff" when the doctor pushed the lens into the patient's right eye resulting in capsular bag rupture. The lens was removed. The surgeon indicated the lens was "stuck in injector". The patient's current status is "excellent". Ref MDR#: 1313525-2015-01448 for the delivery device (injector) used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.